Manufacturer narrative:
The following sections could not be completed with the limited information provided. Received but not yet evaluated.

Event description:
It is reported that the device fractured at an unknown time and unkown place. All the pieces were returned with the device.

Manufacturer narrative:
It was reported that the tibial articular surface provisional fractured during a procedure while the surgeon was trialing.

Event description:
It was reported that the tibial articular surface provisional fractured during a procedure while the surgeon was trialing.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that returned provisional found signs of repeated use and a fracture on the anterior-inferior side of the post feature. Gouge marks and dents were noted which is indicative of repeated use. Device history record was reviewed and no discrepancies were found. . Reported information states that the surgeon was using a mallet to impact the provisional into a tight knee. The root cause is considered to be misuse as the surgeon impacted the provisional. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.